Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('on the left was protruding through the tube') in a 32-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed three months following insertion of essure micro-inserts nos" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". The patient's medical history included multigravida, parity 4, depression, anxiety, low back pain, amniocentesis and abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included excision of kidney cyst, hydrocephalus, macrosomia, postpartum depression, pelvic adhesions, abdominal pain lower, umbilical hernia, ovarian cyst, abdominal bloating and abdominal bloating. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2008, sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2011 and trazodone hydrochloride (trazadol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant ( with complication )/live birth with complications"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety /mental and anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fracture ("fracture") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010),salpingo-oopherectomy-left-(B)(6) 2011 and hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010),salpingo-oopherectomy-left-2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dyspareunia and post procedural complication outcome was unknown, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and fracture had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fracture, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one coil was placed on the right and two coils were placed on the left. This is main case which has been linked to child case- (B)(4). On (B)(6) 2010- hysterectomy with (right)unilateral salpingo-oopherectomy (B)(6) 2011- (left )salpingo-oopherectomy - unilateral. Treatment received for pelvic pain, abdominal pain, dysmenorrhea, menorrhea, metrorrhagia, fracture, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unsuccessful occlusion. The right essure device overlied the distal right fallopian tube however there was a filling of the right fallopian tube and free spillage into the peritoneal cavity from right fallopian tube.no filling of the left fallopian tube. Mild irregularity of the left uterine cornua likely reflects some mild scarring. Pathology test - on (B)(6) 2010: she had essure device on the right. On the left was protruding through the tube. Ultrasound scan - on (B)(6) 2009: an ultrasound is performed. A single, live, intrauterine pregnancy in vertex position is noted.fetal heart rate is 155 beats per minute. Afi is 20 cm. Cervix is long. Good fetal movement is seen. Estimated fetal weight is 4 pounds, 13 ounces or 2,172 grams, greater than the 90th percentile measuring 4 weeks ahead of her august 25th estimated date of delivery. Bilateral choroid plexus cysts are seen today but both ventricles measure 10 mm. The right kidney appears normal. The left kidney is enlarged with multiple cystic areas consistent with polycystic kidney.; on (B)(6) 2009: normal ultrasound. Concerning the injuries reported in this case the following events were described in patient's medical record: fallopian tube perforation, device monitoring procedure not performed and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, metrorrhagia, fracture, abdominal pain. Outcome of previously added events pelvic pain, dysmenorrhea were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('on the left was protruding through the tube') in a 32-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "did not have hsg performed three months following insertion of essure micro-inserts nos" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". The patient's medical history included multigravida, parity 4, depression, anxiety, low back pain, amniocentesis and abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included excision of kidney cyst, hydrocephalus, macrosomia, postpartum depression, pelvic adhesions, abdominal pain lower, umbilical hernia, ovarian cyst, abdominal bloating and abdominal bloating. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2008, sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2011 and trazodone hydrochloride (trazadol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant ( with complication )/live birth with complications"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety /mental and anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fracture ("fracture") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010),salpingo-oopherectomy-left-(B)(6) 2011 and hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010), salpingo-oopherectomy-left-2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dyspareunia and post procedural complication outcome was unknown, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and fracture had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fracture, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one coil was placed on the right and two coils were placed on the left. This is main case which has been linked to child case- (B)(4) (B)(6) 2010- hysterectomy with (right)unilateral salpingo-oopherectomy (B)(6) 2011- (left )salpingo-oopherectomy - unilateral treatment received for pelvic pain, abdominal pain, dysmenorrhea, menorrhea, metrorrhagia, fracture, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unsuccessful occlusion. The right essure device overlied the distal right fallopian tube however there was a filling of the right fallopian tube and free spillage into the peritoneal cavity from right fallopian tube.no filling of the left fallopian tube. Mild irregularity of the left uterine cornua likely reflects some mild scarring. Pathology test - on (B)(6) 2010: she had essure device on the right. On the left was protruding through the tube. Ultrasound scan - on (B)(6) 2009: an ultrasound is performed. A single, live, intrauterine pregnancy in vertex position is noted.fetal heart rate is 155 beats per minute. Afi is 20 cm. Cervix is long. Good fetal movement is seen. Estimated fetal weight is 4 pounds, 13 ounces or 2,172 grams, greater than the 90th percentile measuring 4 weeks ahead of her august 25th estimated date of delivery. Bilateral choroid plexus cysts are seen today but both ventricles measure 10 mm. The right kidney appears normal. The left kidney is enlarged with multiple cystic areas consistent with polycystic kidney.; on (B)(6) 2009: normal ultrasound. Concerning the injuries reported in this case the following events were described in patient's medical record: fallopian tube perforation, device monitoring procedure not performed and medical device monitoring error. Lot number: 626220 manufacturing date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. On 29-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('on the left was protruding through the tube') and pregnancy with contraceptive device ('pregnant ( with complication )') in a 32-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed three months following insertion of essure micro-inserts nos" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". The patient's medical history included multigravida, parity 4, depression, anxiety, low back pain, amniocentesis and abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included excision of kidney cyst, hydrocephalus, macrosomia, postpartum depression, pelvic adhesions, abdominal pain lower, umbilical hernia, ovarian cyst, abdominal bloating and abdominal bloating. Concomitant products included bupropion hydrochloride (wellbutrin) from 1-feb-2008 to 1-dec-2011, paracetamol (acetaminophen) since 3-jun-2008, sertraline hydrochloride (zoloft) from 24-aug-2009 to 12-oct-2011 and trazodone hydrochloride (trazadol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety /mental and anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression"). In july 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In september 2009, the patient experienced pelvic pain ("pain/ pain pelvic"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingo-oopherectomy-right (28jan2010),salpingo-oopherectomy-left-2011). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on 11-aug-2009. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one coil was placed on the right and two coils were placed on the left. This is main case which has been linked to child (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 15-oct-2009: unsuccessful occlusion. The right essure device overlied the distal right fallopian tube however there was a filling of the right fallopian tube and free spillage into the peritoneal cavity from right fallopian tube.no filling of the left fallopian tube. Mild irregularity of the left uterine cornua likely reflects some mild scarring. Pathology test - on 28-jan-2010: she had essure device on the right. On the left was protruding through the tube. Ultrasound scan - on 15-jun-2009: an ultrasound is performed. A single, live, intrauterine pregnancy in vertex position is noted.fetal heart rate is 155 beats per minute. Afi is 20 cm. Cervix is long. Good fetal movement is seen. Estimated fetal weight is 4 pounds, 13 ounces or 2,172 grams, greater than the 90th percentile measuring 4 weeks ahead of her august 25th estimated date of delivery. Bilateral choroid plexus cysts are seen today but both ventricles measure 10 mm. The right kidney appears normal. The left kidney is enlarged with multiple cystic areas consistent with polycystic kidney.; on 08-jul-2009: normal ultrasound. Concerning the injuries reported in this case the following events were described in patient's medical record: fallopian tube perforation, device monitoring procedure not performed and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('on the left was protruding through the tube') and pregnancy with contraceptive device ('pregnant ( with complication )') in a (B)(6) year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed three months following insertion of essure micro-inserts nos" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". The patient's medical history included multigravida, parity 4, depression, anxiety, low back pain, amniocentesis and abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included excision of kidney cyst, hydrocephalus, macrosomia, postpartum depression, pelvic adhesions, abdominal pain lower, umbilical hernia, ovarian cyst, abdominal bloating and abdominal bloating. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2008, sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2011 and trazodone hydrochloride (trazadol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety /mental and anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingo-oophorectomy-right ((B)(6) 2010),salpingo-oophorectomy-left-2011). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one coil was placed on the right and two coils were placed on the left. This is main case which has been linked to child case- (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unsuccessful occlusion. The right essure device overlaid the distal right fallopian tube however there was a filling of the right fallopian tube and free spillage into the peritoneal cavity from right fallopian tube. No filling of the left fallopian tube. Mild irregularity of the left uterine cornua likely reflects some mild scarring. Pathology test - on (B)(6) 2010: she had essure device on the right. On the left was protruding through the tube. Ultrasound scan - on (B)(6) 2009: an ultrasound is performed. A single, live, intrauterine pregnancy in vertex position is noted. Fetal heart rate is 155 beats per minute. Afi is 20 cm. Cervix is long. Good fetal movement is seen. Estimated fetal weight is (B)(6), greater than the 90th percentile. Measuring 4 weeks ahead of her (B)(6) estimated date of delivery. Bilateral choroid plexus cysts are seen today but both ventricles measure 10 mm. The right kidney appears normal. The left kidney is enlarged with multiple cystic areas consistent with polycystic kidney. On (B)(6) 2009: normal ultrasound. Concerning the injuries reported in this case the following events were described in patient's medical record: fallopian tube perforation, device monitoring procedure not performed and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received. Reporters information added. Previously reported event- medical device complication was specified with new events from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, mental and anguish, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pain pelvic and pregnant ( with complication). Events added from medical record- did not have hsg performed three months following insertion of essure micro-inserts nos, endometrial ablation performed concomitantly with the essure micro-insert implantation , the left was protruding through the tube. Lot number added, medical history, concomitant drugs and lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('on the left was protruding through the tube') in a 32-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "did not have hsg performed three months following insertion of essure micro-inserts nos" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation". The patient's medical history included multigravida, parity 4, depression, anxiety, low back pain, amniocentesis and abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included excision of kidney cyst, hydrocephalus, macrosomia, postpartum depression, pelvic adhesions, abdominal pain lower, umbilical hernia, ovarian cyst, abdominal bloating and abdominal bloating. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2008 to (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2008, sertraline hydrochloride (zoloft) from (B)(6)-2009 to (B)(6) 2011 and trazodone hydrochloride (trazadol). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("pregnant ( with complication )/live birth with complications"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety /mental and anguish"), 1 month after insertion of essure. On (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced pelvic pain ("pain/ pain pelvic"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), fracture ("fracture") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010),salpingo-oopherectomy-left-(B)(6) 2011 and hysterectomy, salpingo-oopherectomy-right ((B)(6) 2010),salpingo-oopherectomy-left-2011). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, depression, anxiety, migraine, headache, nausea, dyspareunia and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and fracture had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fracture, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: one coil was placed on the right and two coils were placed on the left. This is main case which has been linked to child case- (B)(4). (B)(6) 2010- hysterectomy with (right)unilateral salpingo-oopherectomy 19oct2011- (left )salpingo-oopherectomy - unilateral. Treatment received for pelvic pain, abdominal pain, dysmenorrhea, menorrhea, metrorrhagia, fracture, psych injury. Date(s) of removal: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: unsuccessful occlusion. The right essure device overlied the distal right fallopian tube however there was a filling of the right fallopian tube and free spillage into the peritoneal cavity from right fallopian tube.no filling of the left fallopian tube. Mild irregularity of the left uterine cornua likely reflects some mild scarring. Pathology test - on (B)(6) 2010: she had essure device on the right. On the left was protruding through the tube. Ultrasound scan - on (B)(6) 2009: an ultrasound is performed. A single, live, intrauterine pregnancy in vertex position is noted.fetal heart rate is 155 beats per minute. Afi is 20 cm. Cervix is long. Good fetal movement is seen. Estimated fetal weight is 4 pounds, 13 ounces or 2,172 grams, greater than the 90th percentile measuring 4 weeks ahead of her (B)(6) estimated date of delivery. Bilateral choroid plexus cysts are seen today but both ventricles measure 10 mm. The right kidney appears normal. The left kidney is enlarged with multiple cystic areas consistent with polycystic kidney.; on (B)(6) 2009: normal ultrasound. Concerning the injuries reported in this case the following events were described in patient's medical record: fallopian tube perforation, device monitoring procedure not performed and medical device monitoring error. Lot number: 626220 manufacturing date: 2007-11 expiration date: 2009-10. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- event outcome of pain and bleeding updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.